Event description:
Customer reported seeing a pink sheen all through the column in microtube #4 (with card back label facing front) in multiple cards from this lot. Customer stated multiple cells have been tested with this lot and same appearance is observed. When testing is repeated with another gel lot, negative reactions are observed.